Event description:
The patient reported blood glucose results of 241 mg/dl, 152 mg/dl, 157 mg/dl and 126 mg/dl with the reported meter, performed within 10 minutes of each other. The test strips were reported to have been damaged. The patient neither alleged harm nor experienced injury or medical intervention.